Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) is moving around inside the pocket. The patient indicated that the device has flipped up on its side and when they lay down they feel it move and flip. The patient stated it feels like it is not lying flat and that it has shifted. The device remains in use. No patient complications have been reported as a result of this event.